Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The dms review revealed that on (B)(6) 2025 at 1:20 pm, the sensor glucose (sg) was 181 mg/dl and no bg was entered. Sg was not trending in the direction of the reported bg. The alert history showed that the user did not receive a high glucose alert around the reported time as user's sg was below 245 mg/dl. Further investigation on in-vivo raw sensor data revealed optical instability around the timeframe of the reported inaccuracies, which may have potentially contributed to the observed sensor inaccuracy. Additionally, the user reported using values from another cgm to calibrate the system. The user was advised that only a true bg meter value obtained from a finger stick should be entered when calibrating. Entering an estimated value or using a value from the eversense cgm or any other cgm can disrupt calibration and lead to significant deviations in sensor readings. The system recovered from optical instability around 16-nov-2025 and a review of data from the two weeks following the event further confirmed stable and consistent agreement between sg and bg values. B4.date of this report 09 feb 2026. G3.date received by the manufacturer? 09 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114,4248. H6. Investigation conclusions updated to 22,19.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hyperglycemia event on 11-november-2025 at 1:20pm due to possible sensor inaccuracies. The sensor glucose (sg) reading was 170 mg/dl where as blood glucose (bg) value measured was 250 mg/dl. The patient complained that eversense e3 cgm system did not provide high glucose alerts. The patient self resolved the event by administering insulin. No medical assistance was required.